Event description:
Customer reported that during tissue sectioning, the lab noticed biopsies were not adhering to slides and two of these tissues had to be re-biopsied.

Manufacturer narrative:
Cause of the poor processing is most likely due to an intermittent fault of retort b's wax valve. The intermittent valve fault may have occurred, due to an intermittent faulty vive component or foreign object.